Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. The insulin pump motor error alarmed during basic occlusion test due to faulty force sensor resistor. Failure analysis was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor passed motor test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a low battery alarm on the insulin pump. Customer also reported the insulin pump would not turn on. Customer's blood glucose was 347 mg/dl at the time of incident. The customer stated they experienced dry mouth and nausea from their blood glucose. It was also found the customer had a crack along the battery compartment. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.